Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip arteriotomy locator could not be introduced into the patient's common femoral artery. The doctor was completing a percutaneous coronary intervention, at which point the 6fr cordis sheath was removed over the j wire packaged with the 6fr angio-seal. The angio-seal device was prepped per the IFU and was then delivered over the wire for insertion into the common femoral artery. The angio-seal arteriotomy locator assembly would not advance into the artery. The doctor then upsized to a 7fr sheath over the same wire to try and dilate the arteriotomy to a larger size at which point sheath was removed and the same angio-seal device was again loaded onto the j wire. The device again would not advance into the artery. The device was removed and a 7fr cordis sheath was again advanced into artery over j wire. A mynx device was then selected to close the arteriotomy and hemostasis was achieved. The procedure was completed successfully. The patient was reported to be in stable condition.